Manufacturer narrative:
The event occurred in india. It was reported that rotaflow console has been serviced and the error message "referenc error" has been displayed while turning on the device. No patient was involved. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician on 2021-05-14. The technician confirmed the reported failure "referenc error" and replaced the rfc power supply board (article number 701011675). The unit is back in use by customer. The reported failure "referenc error" was already investigated by the getinge life cycle engineering and determined the root cause as a partial breakthrough on the capacitor c109 on power supply board, which overloads the voltage converter. This led to the reported error. Based on the investigation results the reported failure "referenc error" could be confirmed. The review of the non-conformities was performed on 2021-05-11 during the period of 2016-08-01 to 2021-05-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2016-08-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that rotaflow console has been serviced and found that the error reference has been come while turning on the device. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(6).